Manufacturer narrative:
Additional information has been provided in h.6 and h.10. The product was not returned for analysis. The complainant indicates the use of a non-qualified viscoelastic with associated iol model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instruction of qualified iol delivery system product combinations and alternative viscoelastics., as the surgeon states the use of non-qualified viscoelastic. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported a small crack in the intraocular lens (iol) following an implantation procedure of the right eye. The iol remains implanted. There was no patient harm reported.